Event description:
Related manufacturer report number: 2017865-2023-19184. It was reported that a patient presented with high pacing impedance on the right ventricular (rv) lead. The pacemaker (pm) had inappropriate rate response issue. The physician elected to explant and replace the pm and cap and replace the rv lead on (B)(6) 2023. The patient condition was stable.